Event description:
False positive result (s). The user stated, "on (B)(6), I came down with some odd symptoms so I took a flowflex covid test and it was positive with a faint line. I went to bed and slept around 15 hours. Got up on (B)(6) 2022 and my wife and I both took tests. Mine was positive and hers was clearly negative. I also took an ihealth test which was negative. Same day I went to get a pcr test (pic) and it was negative. On (B)(6) 2022 I took another flowflex test with my wife and mine was positive and hers clearly negative. I went to get a second pcr test on (B)(6) 2022 and again it was negative. I took 15+ flowflex tests over the following weeks and they were all positive but the line has gradually gotten lighter and lighter. I stayed home from work for two weeks while isolating from family and friends. On (B)(6) 2022 my doctor ordered an antibody test for me and it was negative. Just now, I took my last flowflex test and its still positive although the line is extremely faint. We picked up three different batches of 8 tests that were covered by insurance. Each batch of 8 tests had a different lot number but I only have the lot number for the test I took today.".

Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov2020167 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.